Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. The fse identified the issue during the fco action. Fse performed the troubleshooting and identified the issue with the internal battery failure. To resolve the issue, fse ordered and replaced the new wireless footswitch. After the replacement of wireless footswitch, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable.

Event description:
It has been reported to philips that the azurion wireless footswitch was defective. Device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the footswitch which returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.